Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a post-procedure follow-up. Increased capture thresholds on the rv lead and decreased sensing was observed. During the lead extractions the guidewire could not go through. The lead was replaced. No adverse consequences reported to the patient.